Manufacturer narrative:
This report is part of a retrospective review and remediation. Unit communicated and synced properly during rf association. No rf communication anomalies noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Crm service notification text (B)(6) 2021, 10:15:34, (B)(6) initial notes: pairing pump and xmtr inquired what led up to the complaint. Customer response: pairing pump and xmtr customer's outcome pertaining to the complaint: paired successfully ship: nothing / return: nothing crm service notification text (B)(6) 2021 , 12:02:53, (B)(6)called cust back to continue pairing the xmtr to the pump...tried all connection..manual and auto connect but just goes to no device found adv cust that the xmtr that he received might be defective crm service notification text (B)(6) 2021, 10:39:29, erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2021, 10:39:12, (B)(6) customer concern: cust was calling coz he wanted to pair the new xmtr to the pump dop114-980doc: loss of communication/bg not received/no calibration occurred document system model number: 670g document transmitter model: mmt-7811 customer reports loss of communication between pump and transmitter (e.g. Cannot find sensor signal, lost sensor signal, check connection, sensor signal not found). Is customer reporting bg not received/no calibration occurred message?: no is the correct transmitter ID programmed into pump?: no assist with the wireless connection process. Request customer select ¿start new sensor¿ once transmitter is reconnected to sensor. The transmitter did not communicate due to an incorrect device serial number. Paired the xmtr to the pump but getting a no device found > connect the xmtr to the tester...xmtr blinked adv cust to let the xmtr sit for an hour on the charger and will call him back.